Event description:
It was reported the hcp missed the upcoming eri (elective replacement indicator) and eos (end of service) event. The hcp stated eos occurred on (B)(6) 2013. Replacing the pump was discussed if the patient wanted to continue with therapy. The hcp stated it was "odd" because the patient was lethargic. Treatment options were discussed. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l81806, implanted: (B)(6) 2000, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8840, serial# unknown, product type: programmer. (B)(4).